Event description:
It was reported via repair work order that the bed lift was drifting due to worn lift motor glide nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.